Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2014 device evaluation: the device has been returned and evaluated by product analysis on 09/24/2014 with the following findings: there was no audio sound during the pump start up. All auditory alarms were set to ¿high¿ and there was no sound during testing. The pump cover was removed and replaced with a new cover. The audible sound returned with a new cover. A crack in the solder was observed. Unrelated to the original complaint, the display was dim and discolored. The contrast was increased to the maximum setting with little improvement observed.